Event description:
The physician was performing kissing stents at the bifurcation of the first diagonal and the lad. He had placed a stent in the first diagonal, and a second stent in the proximal lad, and was attempting to place a third stent distally in the lad when the stent/sds caught on the previously-deployed stent in the proximal lad. As he pulled back the sds, the stent dislodged and could not be snared. The stent was said to be somewhere in either the left main or the proximal lad. The pt was sent to another hospital in the area to have a bypass and removal of the stent. The pt refused the bypass, and therefore, they went in with ivus and decided to expand the stent in its current location. The stent was successfully expanded in the origin of the lad. The pt is in stable condition with no adverse effects experienced. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.